Event description:
It was reported that there were concerns this pacemaker exhibited premature battery depletion (pbd) as it was implanted approximately a month ago and showed a longevity of eight months and a high-power consumption. Technical services (ts) performed a data analysis and found that the device's behavior was consistent with a gate oxide latent issue on the right ventricular (rv) lead pacing channel. Ts advised device and lead replacement. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that there were concerns this pacemaker exhibited premature battery depletion (pbd) as it was implanted approximately a month ago and showed a longevity of eight months and a high-power consumption. Technical services (ts) performed a data analysis and found that the device's behavior was consistent with a gate oxide latent issue on the right ventricular (rv) lead pacing channel. Ts advised device and lead replacement. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.